Manufacturer narrative:
Complaint no: (B)(4). On an unreported date in (B)(6) 2016, the patient experienced the peritonitis. The patient¿s pd catheter replaced on the first of (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On unreported dates, the patient began treatment with unspecified intravenous antibiotics (doses, frequencies, and routes not reported), the patient's pd catheter was removed and the patient was placed on temporary hemodialysis. The patient was on hemodialysis for approximately three months. At the time of this report, the patient's pd catheter had been replaced and the patient was back on pd therapy for three weeks. The patient was recovered from the peritonitis event. No additional information is available.